Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. The device has been explanted.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, was received on sep 06, 2022 with lot number 3390848. Visual analysis of the returned device identified, weight to the spec, crease fold, and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.